Event description:
Patient had lumbar fusion with fixation and laminectomy in the operation room. When the wound drain was removed, inspection of it showed an apparent break. X-ray confirmed the presence of the remaining portion of the drain. This required removal under mac (monitored anesthesia care) at a later date. The fractured piece was removed with no resistance and looked to be a clean break. Image of the fractured piece is attached. When using the drain during surgery, the surgeon used one drain (the one that broke) but inserted it in and out of skin twice and then cut it so it has two outlets and the drain can be placed internally in two different areas of the incision, one superiority and one inferiorly. The drain was connected to one tubing and one hemovac suction. This was reported as a common method for using this drain amongst surgeons.